Event description:
It was reported that the customer stated her insulin pump showed her blood glucose reading was 344mg/dl and her sensor glucose reading was 154mg/dl. Customer stated this occurs often, but does not realize it. Customer declined troubleshooting. The blood glucose reading was 154mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.